Event description:
Complaint received alleged that the head section of the bed drifts down slowly. No injury reported.

Manufacturer narrative:
Technician performed weight test and found the head hi/low would drift down slowly. Replaced the head hi/low valve to resolve this issue.